Event description:
The suture was used during a cystectomy procedure. Reportedly, the suture knot became loose and the anastomosis was not complete. The surgeon performed a re-operation on 4/16/99 to correct the condition. The hosp has reported the pt's condition is satisfactory.